Event description:
A force bipolar (da vinci instrument) had a broken hinge that came off track inside the patient. No fragment retained per surgeon; 8/12 lives remain on the instrument. This will be returned for reimbursement on the remaining lives.